Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, needle retraction issue was occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Three sensors were returned for evaluation. An inspection was performed on the first sensor (lot # 5239214) and found that the drive wheel was jammed. The reported event of a needle retraction issue was confirmed. The root cause was determined to be a jammed drive wheel. An inspection was performed on the second sensor (lot # 5239214) and found that the drive wheel was jammed. The reported event of a needle retraction issue was confirmed. The root cause was determined to be a jammed drive wheel. An inspection was performed on the third sensor (lot # 5239214) and found the needle did not full retract into the applicator due to excess friction. The reported event of a needle retraction issue was confirmed. The root cause could not be determined.